Event description:
Patient was revised approx 7 1/2 years after implantation, due to acetabular component loosening. Please note, manufacturing site did not receive notification of revision until (B)(4) 2011, following receipt of explant.